Event description:
A malfunction was reported with a pump by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump and continued to use it without further issues, as the malfunction code did not recur. Technical support instructed the customer to call back if any further malfunctions occurred, and the customer acknowledged this guidance.